Manufacturer narrative:
This event was submitted to arrow from the FDA through a medwatch report. No user facillity contact info was provided on the report. The product is not expected to be returned. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that while anesthesia was attempting to place a cvc line, they were unable to thread the spring wire guide. Resistance was met upon removal and it was noted that the clinician "pulled gently" on the wire; however, removal was unsuccessful. As a result, the pt was taken to the or for removal of the guidewire. There were no reported pt complications.